Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had post reset ram crc alarm. Customer also reported that they received other pump error alarms. Customer was able to complete rewind but then he will prompted with error. Customer was not able to clear that alarm. No harm requiring medical intervention was reported. The insulin pump will be return for further analysis.

Manufacturer narrative:
Device passed displacement and self tests. No pump error 23 was noted during testing. (B)(4).